Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during fill one, where the patient line extension was connect after the patient line was primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ (which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly priming the disposable set. The patient guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructs the user to connect the patient line extension before priming the patient line and verify that the patient line is properly primed. The patient guide provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that there was air in the patient line. The event occurred during fill one on the home choice (hc) and the home patient (hp) was connected. The hp stated the patient line was never primed so they connected. The tsr had the hp close the clamps, disconnect, and cycled power. The technical service representative (tsr) assisted with ending therapy and removing the cassette. The hp stated they did not connect the patient line extension until after priming. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.